Manufacturer narrative:
Investigation/evaluation: a review of instructions for use (IFU), instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. No complaint device was returned for investigation and no photos were provided. If the device is returned the record will be updated at that time. A review of device history record and non-conformances could not be performed as the complaint lot number was not provided. No additional complaints can be reviewed at this time. If new information becomes available the complaint will be updated. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device was shipped with instructions for use (IFU), which states the proper warnings, precautions, and instructions for use. Specifically, ¿if spontaneous rupture of membranes occurs while the cook¿s cervical ripening balloon is in place, there is a risk that uterine balloon could become entangled in the umbilical cord, necessitating emergent cesarean delivery¿ based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent a cervical ripening procedure using the cook cervical ripening balloon w/stylet . After about an hour of the device being put in place, it was noticed that the patient had a prolapsed umbilical chord. The facility assumes that the device may have caused the prolapsed umbilical chord. There was no further information provided regarding the outcome of the event.